Event description:
It was reported that during a galaxy-assisted biopsy of a lesion located at the right upper lobe, the patient developed a pneumothorax. The patient was treated with a pig tail test tube catheter and admitted overnight. The physician is unsure what caused the injury as the lesion was located on a fissure. No malfunctions were reported. Although there were no malfunctions, the use of the scope may have contributed to the injury. Attempts to collect patient demographic information were unsuccessful.

Manufacturer narrative:
Video logs were reviewed and found multiple instances where the tool was inserted beyond the af boundary which may have caused the injury and is likely a clinical error. System logs were investigated and showed no signs of af malfunction. The cause of the injury is due to the tool being extended beyond the af boundary which is a clinical error. No malfunctions were reported. The complaint is reported due to the following conclusion: during a galaxy-assisted biopsy procedure, the patient developed pneumothorax. The patient was treated with a pig tail test tube catheter and admitted overnight. System manufacturing records were reviewed without any issues associated with the case. Bronchoscope manufacturing records were reviewed without any issues associated with the case.

Event description:
It was reported that during a galaxy-assisted biopsy of a lesion located at the right upper lobe, the patient developed a pneumothorax. The patient was treated with a pig tail test tube catheter and admitted overnight. The physician is unsure what caused the injury as the lesion was located on a fissure. No malfunctions were reported. Although there were no malfunctions, the use of the scope may have contributed to the injury. Attempts to collect patient demographic information were unsuccessful.

Manufacturer narrative:
Video logs were reviewed and found multiple instances where the tool was inserted beyond the af boundary which may have caused the injury and is likely a clinical error. System logs were investigated and showed no signs of af malfunction. The cause of the injury is due to the tool being extended beyond the af boundary which is a clinical error. No malfunctions were reported. The complaint is reported due to the following conclusion: during a galaxy-assisted biopsy procedure, the patient developed pneumothorax. The patient was treated with a pig tail test tube catheter and admitted overnight. System manufacturing records were reviewed without any issues associated with the case. Bronchoscope manufacturing records were reviewed without any issues associated with the case. Supplemental: update b4: date of report. Update g6: type of report: follow up, 1. Update h2: additional information. Update h6: a - removed 2993, added 1670. G - removed 4756, added 4776. B - added 4114. C - removed 213, added 4248. D - removed 61. Update h11: the previous report stated that the injury was due to a clinical error, that is incorrect. The case was re-investigated and found it to be a use error, to which the user passed the needle beyond the af position, which may have likely caused the injury.